Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be read by programmer. The device remains in service. No adverse patient effects were reported.